Manufacturer narrative:
D10: concomitants: (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. (B)(6), 320-06-38 - glenosphere 38mm. (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6), 320-15-03 - rs glenoid plate l post aug, 8 deg, left. (B)(6), 20-15-05 - eq rev locking screw. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6), 321-52-07 - 3.2mm drill bit sterile. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, initial left shoulder implanted in october 2023, underwent a revision procedure on (B)(6) 2025, approximately 1 year 6 months post the initial procedure. The patient was revised due to pain. A new 38 +2.5 poly was inserted with no issues. X-rays were provided. The explanted device is not available for return. No device images were provided. No further information.

Manufacturer narrative:
The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided.